Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the journal of surgical oncology titled ¿arthroscopic suture-tape internal bracing is safe as arthroscopic modified broström repair in the treatment of chronic ankle instability¿. The study reviewed thirty (30) patients who underwent arthroscopic suture-tape internal bracing vs. Modified brostrom repair for chronic ankle instability using arthrex labraltape to address soft tissue approximation and/or ligation. During the thirty-six (36) month follow-up period, one (1) patient experienced a recurrence. Ref: ulku, t. K., kocaoglu, b., tok, o., irgit, k. & nalbantoglu, u. Arthroscopic suture-tape internal bracing is safe as arthroscopic modified broström repair in the treatment of chronic ankle instability. Knee surg sports traumatol arthrosc 28, 227-232, doi:10.1007/s00167-019-05552-w (2020).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.